Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The customer stated that the sample in question was repeated and the result was acceptable. There were no additional discordant results. The cause of the discordant, false negative 3gallergy specific ige result for yellow jacket venom result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
The customer obtained a discordant, false negative 3gallergy specific ige result for yellow jacket venom (i3) on the immulite 2000 xpi instrument. The initial result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument, resulting positive and matching the clinical picture of the patient. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, false negative 3gallergy specific ige result for yellow jacket venom.